Event description:
The device remains disabled. Chest pa and lateral x-rays were taken. Vns appears superimposed and the integrity of lead from neck to generator connection was seen per the x-ray report. No known surgical interventions have occurred to date.

Event description:
High impedance was observed for patient's device. The device was interrogated, a system diagnostic was performed that resulted in high impedance. The device was disabled at a later date. No known surgical interventions have been taken. Additional relevant information has not been received.